Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received the scs system on (B)(6) 2011. It was reported that invalid impedances were identified. The scs leads were tested intraoperatively with no anomalies noted. The ipg was removed and replaced which resolved the issue.